Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. Section e: (B)(6).

Event description:
It was reported the central station 'cuts off and comes back constantly' with a 'big bug'. It was indicated this issue put the patient's life at risk due to lack of monitoring visibility. No additional information as provided; therefore, good faith efforts are being performed.